Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a

Manufacturer narrative:
Occupation: cath lab coordinator. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID: (B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon (iab) the customer could not locate the one-way valve to negative prep the iab. They checked the floor and trash but could not find it. They had to use the one-way valve from another iab package to finish insertion. The customer indicated there was a slight delay in insertion secondary to the missing one-way valve. There was no patient harm or adverse event reported.